Event description:
It was reported that this pacemaker was explanted due to the patient developing superior vena cava syndrome, as such this pacemaker was removed and a stent was placed. A new device was implanted. No additional patient effects were reported.